Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events have been associated with the use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts and potential causes of all alarms including vad stop alarms and actions to take. Additionally it outlines to keep a spare controller and fully charged spare batteries available at all times in case of an emergency with the steps for exchange outlined. Guidelines for low flow alarms include assessment of the patient and device status along with related potential causes. Potential causes of low flow including right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. With review of the reported information, no conclusion can be made regarding the root cause of the pump stop. Although a definitive conclusion cannot be made, based on the received information, it appears that patient/clinical factors of right heart function and volume depletion may have contributed to the low flow alarms. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts and potential causes of all alarms including vad stop alarms and actions to take. Additionally it outlines to keep a spare controller and fully charged spare batteries available at all times in case of an emergency with the steps for exchange outlined. Guidelines for low flow alarms include assessment of the patient and device status along with related potential causes. Potential causes of low flow including right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined in the labeling along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01901 and 3007042319-2015-01902) submitted for devices related to the same event.

Event description:
It was reported from turkey by medical staff that a patient was hospitalized. While the patient was sleeping he heard the "sound of the pump", the controller showed increased watts and flow. It was reported that his parameters "without this event were speed: 2580, flow 4.8, power: 3.8", "after that flow was increased" however reported as "1.9 power, 2.6 watts." The patient went to a local hospital and the doctor suspected that the patient might be dehydrated and ordered fluids. The pump parameters did not change and the patient was sent to another hospital due to "swelling of the right heart." During transportation the pump suddenly stopped, "the device stands 1-2 seconds and begin to self-study." The "device" was checked and did not reveal any problems. The power and flow returned to "normal." It was reported that log files did not determine the reason for the event and it is not known why his parameters were decreased and then returned to normal after two days. This is report 1 of 2.